Event description:
It was reported that 90 bd insulin syringe with the bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: the very first scale mark (zero point) is lower than it should be and it is difficult to measure the exact amount of drug injection. The same problem was found in most products in one box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and one non-conformance was raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A complaint history check was performed and this is the 1st related complaint for scale misaligned on lot # 1004344. Investigation summary: customer returned (66) 3/10cc, 8mm, 31g syringes with an open poly bag from lot # 1004344. Customer states that the very first scale mark (zero point) is lower than it should be and it is difficult to measure the exact amount of drug injection. Thirty out of 66 returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. See attached photo. A review of the device history record was completed for batch# 1004344. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200917100] noted that did not pertain to the complaint. There was one (1) notification [200931957] noted for scratched print based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.